Event description:
Recall notification provided in 2016. Pt has lot number involved in recall and at the time of care, developed postoperative infection. Reason for use: right total knee arthroplasty.